Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 13-feb-2018, a field service engineer (fse) replaced a faulty 2-way solenoid valve on the sampling mechanism. The fse replaced the substrate and syringe seal (ptfe) tip as a precaution. The fse adjusted the hand touch ad value (liquid level) from 380 to 314. The fse then adjusted the level sensing and verified clot detection adjustment, and checked all fluidic tubing connections. The fse then proceeded to calibrate and run precision on two (2) levels of quality controls, which passed. The aia-360 instrument was functioning as designed after completing the repair. No further action was required. The aia-360, serial (B)(4), was installed at the customer's account on (B)(6) 2017. A complaint history review and service history review for similar complaints was conducted from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the search period. The st aia-pack intact pth analyte application manual under page 4 states the following: specimen collection and handling: specimen types should not be used interchangeably during the serial monitoring of an individual patient. Measured concentrations may vary slightly between sample types in certain patients. Specimen may be stored at 2-8°c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20°c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, bring frozen samples to 18-25°c slowly and mix gently. The sample required for analysis is 75 ul. The most probable cause of the reported event was due to a faulty 2-way solenoid valve.

Event description:
On 08-feb-2018, the customer reported imprecise (ipth) intact parathyroid hormone patient results during correlation studies between the aia-360 analyzer and the roche e170 analyzer. The aia-360 instrument, serial (B)(4), was installed at the account on (B)(6) 2017; calibration and quality controls passed without any issues. No correlation studies were performed at the time of installation due because patient specimens were not available at that time. The tosoh clinical support specialist confirmed that the customer left patient specimens out of refrigeration for a number of unspecified hours; they were not sent or analyzed at the reference lab until days after, and uncertainty of biotin interference with the roche method. The customer was made aware of the pre-analytic issues with these patient specimens and a new set of patient specimens was requested. On (B)(6) 2018, ten (10) patient specimens were tested with this aia-360 analyzer and a second aia-360 analyzer. The patient results showed that 40% of these results did not correlate: (B)(6). Due to the discrepancy in ipth results, the customer was instructed to repeat the run; however, only two (2) specimens were re-run due to lack of plasma on specimens 4 and 5, and running out of test cups. After evaluation of these results, it was determined to dispatch a tosoh field service engineer for further action.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a